Event description:
It was reported that the user experienced hyperglycemia after attempting to announce a lunch meal while using the ilet system, with no alerts or alarms reported and no observed infusion set leak or interruption, and the user confirmed elevated glucose with a fingerstick. Symptoms included elevated blood glucose. Outcomes included self-management using subcutaneous insulin via pen and temporary pump disconnection as instructed. Troubleshooting and education were completed, including advising an infusion set change and guidance to remain disconnected from the pump for at least two hours if manually dosing. Investigation included a review of user-reported device performance and use conditions without evidence of device alarm or confirmed delivery interruption. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.